Event description:
Customer reported the system locked up. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the system interface, image processor, and monitor. System operates as intended.